Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a training/demo of the davinic system, a 1162 fault had occurred on arm 3. The system had been power cycled prior to contacting support, however the fault remained. The cannula release lever was exercised several times, followed by another power cycle of the system, but there was no change in the fault condition. Disabling the arm was not a viable option as all four arms were needed to complete the case. An alternative patient side cart was being sought in order to complete the case. There was no report of patient involvement or reported injury.